Event description:
When purging the trufill dcs orbit system, a crack was noted on the hub. Prior to removing from the package, the product or packaging was not damaged. Prior to utilizing, the product was prepped and handled according to (IFU) instruction for use guidelines. No details were provided regarding the dcs syringe. The device was not used and the procedure was completed with another unk product. Another unk orbit of a different size was used without any abnormalities. The female pt was undergoing a coil embolization procedure of an intracranial avf (arteriovenous fistula) that was moderately tortuous but with no calcification, and the rate of stenosis was 0%. There was no adverse event to the pt. No further info was available.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13405783 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The delivery tube subassembly lot 13398716 was reviewed. No non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Without the return of the product for eval and based on the limited info provided, no conclusion can be made regarding the cause of the reported trufill dcs orbit hub crack found during prep.